Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the handle is not intact. The tip retraction mechanism appears intact. The micro control appears intact. The macro control appears intact. Stress marks are observed along the circumference of the end cap near the tab. On rotating the device 180° stress marks are also visible near the tab. The screw gear snap is disconnected. An overlap is noted between the distal tip of the capsule and distal tip of the inner member assembly. A large void is observed on the proximal end of the capsule. The deployment knob was retracted completely and revealed no damage to the deployment knob. The deployment knob remained intact upon retraction. Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. It was reported that the valve was recaptured after the first deployment attempt was too high in the annulus. Recapturing the valve is a feature of the device that allows for additional attempts at accurate placement. Positioning difficulties are commonly related to patient anatomy and physician technique. It was also reported that the deployment knob ¿felt loose¿ and then separated during the attempted deployment. The device was returned for analysis, and the deployment knob appeared intact, however, the returned device did show that the screw gear/end cap snap fit was separated. This situation, commonly referred to as an end cap separation, occurs when the system forces exceed the tensile strength of the snap-fit joint. When this joint separates, the capsule is no longer able to be retracted over the valve using the standard procedure. The end cap separation, therefore, is the cause of the inability to deploy the valve. It is possible that the reported information was meant to refer to the end cap separation when reporting the separation, as both the deployment knob and the end cap/screw gear snap fit are located on the handle. The returned device was observed to have stress marks on along the circumference of the end cap near the two tabs. These have historically occurred if the end cap is misaligned with the screw gear while attempting to force the two parts together. An overlap was noted on the returned device between the distal end of the capsule and the catheter tip, known as an ¿overcapture¿. Given the reported information that the capsule was unable to be retracted after the recapture, this overcapture was likely present at the time of the end cap separation and is a factor in the high forces leading to the end cap separation. Additionally, large void was observed on the proximal end of the capsule. Voids, which indicate delamination between the capsule outer polymer and the nitinol frame, can occur due to a misloaded valve; however, they can also occur normally as a result of tracking through the patient anatomy. In this case, the location and appearance of the voids do not rule out the presence of a misload, but the source of the voids could not be conclusively identified. Given the analysis results, the deployment knob separation cannot be confirmed. However, an end cap separation was confirmed to have occurred. System force is cumulative and an overcaptured tip was identified as a likely factor of this separation. Additionally, a misloaded valve was unable to be ruled out as a potential factor based on the analysis results. Misloaded valves are a common cause of high forces leading to end cap separation events. Other potential factors that can increase force include access route, patient anatomy, valve size, and more. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, via transfemoral access, the valve was recaptured after being positioned high in the annulus. The device was recaptured, but the physician described that he ¿felt the handle (where he was turning - deployment knob) was a little bit loose¿. During the second attempt to implant the device, the handle components separated into two pieces. The capsule would not retract. The valve and the delivery catheter system (dcs) were removed from the patient. Once outside of the body, the valve was unable to be removed from the dcs. The devices will be returned. It was confirmed prior to implant that both devices had been loaded properly and confirmed visually and with fluoroscopy. A new valve and new dcs, of the same lot, were used for a successful implant. No adverse patient effects were reported.